Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system recently received an inappropriate shock due to over-sensed artifacts. The patient was subsequently brought into clinic, where the device therapy was programmed off. Additionally, it was noted that the patient had previously experienced poor healing post-implant that resulted in an erosion of the electrode. It was clarified that the previously implanted electrode and s-ICD device were explanted due to this poor healing and erosion. Recently, this patient received a further inappropriate shock due to over-sensed noise. Furthermore, the patient's scarring was not healing well, and this new electrode also began to exhibit erosion. The physician elected to explant this replacement system to resolve the event, and a new system was not implanted. No additional adverse patient effects were reported. Both of the explanted systems are retained by the healthcare facility and are not expected to be returned for analysis.

Manufacturer narrative:
This report is being sent to provide new information in sections b5 (event description), d6a (implant date), d6b (explant date), and h6 (patient codes & impact codes). This report is being sent to correct b5 (event description). At this time, no further information is available. Should additional information become available in the future, we will provide a supplemental report.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system recently received an inappropriate shock due to over-sensed artifacts. The patient was subsequently brought into clinic, where the device therapy was programmed off. Additionally, it was noted that the patient had previously experienced poor healing post-implant that resulted in an erosion of the electrode. Reasonable evidence suggests that the original electrode that had eroded was previously explanted and replaced. Information has been requested regarding the specific details of this procedure and if any further action will be taken in this event. At this time, the s-ICD system remains implanted, but shock therapy is programmed off. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to provide new information in sections b5 (event description), d6a (implant date), d6b (explant date), and h6 (patient codes & impact codes).

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system recently received an inappropriate shock due to over-sensed artifacts. The patient was subsequently brought into clinic, where the device therapy was programmed off. Additionally, it was noted that the patient had previously experienced poor healing post-implant that resulted in an erosion of the electrode. It was clarified that this previously implanted electrode and s-ICD device were explanted due to this poor healing and erosion. Recently, this patient received a further inappropriate shock due to over-sensed noise. Furthermore, the patient's scarring was not healing well, and the new electrode also began to exhibit erosion. The physician elected to explant this replacement system to resolve the event, and a new system was not implanted. No additional adverse patient effects were reported.